Event description:
During baxter (B)(4) review of the event history for another report, it was discovered that failure code 568:320:654:0000 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 568:320:654:0000 was found in the pump's event history. The root cause of this condition was assigned to the user interface module printed circuit board. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.